Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. This device was explanted and replaced. No further adverse patient effects were reported. Additional information was received detailing that this shock impedance measurements were determined due to a commanded shock test that was recommended by technical services.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1005 indicative an open circuit condition detected during shock delivery. This device was explanted and replaced. No further adverse patient effects were reported.